Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the casing cracked/ broke on his onetouch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2014. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. About 4 hours after the start of the alleged issue, the patient claimed he felt symptoms of shakiness and dizziness. Treatment not specified at that time. On the following afternoon, the patient spoke with a health care professional (hcp) by phone and was advised to increase his usual dose of insulin (type/ amount not specified). It is not known if the patient tested with another device. At the time of troubleshooting, the patient reported misuse. It was noted the subject meter was ¿ran over by a semi.¿ replacement product was sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.